Event description:
A user facility reported noise image and after rebooting endoeye flex deflectable videoscope no image shows up. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of noise image and then no image was confirmed. Due to damage to the charge coupled device unit, a noise image occurs. The following additional findings were also noted: chipped adhesive on the bending section cover, assorted scratches, discoloration on switch button one, two, and three, deformed video connector, and looseness of the insertion pipe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor the field performance of this device.